Event description:
Pt reported that the male luer broke off inside the IV catheter while on a pt having a CT. This was found when the set was being changed out. The peripheral IV was discontinued and another one was started. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
Manufacturer's report date: 06/18/2014. (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.